Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to hyperglycemia on unknown date. Blood glucose value was 26.6 mmol/l. Customer stated that symptoms related high blood glucose was nausea. Customer stated that hospitalization treatment was unknown. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.